Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the device was not working properly due to a balloon migration. The original and final location of the component was not detailed. During the surgery, the balloon was removed and replaced. There were no patient complications.